Manufacturer narrative:
The technician replaced the capacitor to resolve the issue.

Event description:
The technician alleged that the bed had no functions electrical or manual and the head was lowered all the way. No patient impact.